Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted tsc to report false negative result on provue with cord blood patient sample on forward typing, anti-a well. Customer reporting that after obtaining an initial a weak pos result, she repeated sample on provue a second time, in which she obtained o positive abo typing result. Customer testing on provue using abd monoclonal gel card lot# 120216053-03 exp. Oct 17 2017. Customer then tested sample using tube method reagents in which patient typed a positive, with the anti-a result yielding 2+ reaction. Issue started on: (B)(6) 2017. Sample ID: cord blood patient sample microtubes/wells or cell (donor #) affected: anti-a well methodology used: provue. Pattern observed: false negative. Reaction grade obtained: negative for forward type. Customer was expecting: reaction in anti-a microtube. Test repeated: yes . Result obtained by repeating: obtained a positive abo type in tube method. Method used to repeat: tube. Abo blood type of mother is o positive. Customer centrifuges cord blood sample, removes plasma, washes red cells once before testing. Qc for all reagents ok prior to testing patient sample. Customer using albaq lot# v182287 exp. 6/20/17 for qc. Upon reviewing of provue results, on the first time tested on the provue, provue result was originally a ? Mark on anti-a well, customer then modified result to negative after manual reading of gel card. This appears to be a user error.